Event description:
When doctor was using the vaportrode w/ the dac and eiwe, the vaportrode started on fire and burnt the dac, the eiwe, and also the doctor's finger. No serious injury to doctor or pt. Were reported.